Manufacturer narrative:
Two samples were received for quality evaluation. Visual inspection of the sample shows that both infusion sets showed signs of having issues. Both samples separated below the pumping segment. Further inspection under magnification shows a lack of bonding solvent on the mating surfaces. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation the root cause for the issue was due to the bonding solvent dispenser. As a corrective action, the solvent dispenser tooling was changed. A device history record review for model 2426-0007 lot number 25063161 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: on 2 different occasions they had primary tubing break today. They are from the same lot number. The first one was slightly leaking at the connection just under the pump channel and upon the nurse examining where the leak was coming from, the tubing broke. The second one broke at the same place when the nurse was putting the tubing into the channel. Additional information received from the customer: what was the impact to the patient? Changing out IV tubing and fluids. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None. What was the medication/fluid in both events? Normal saline.